Event description:
It was reported, the programmer is not able to switch on. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis confirmed the reported event. The programmer is not able to switch on; power supply found out of electrical specification. The stylus is missing.